Manufacturer narrative:
The complaint description states that the inner rod is not movable any longer. The devices associated to the complaint were returned for analysis. The holder is damaged at the tapping. On returned inner rod, the threading under head is damaged. This deterioration / wear was caused by the use, the difficulty of disassembly comes from this deterioration. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, one other similar complaint was reported for the affected product codes and lots combinations ((B)(4)). Based on the information received and the investigation performed, the root cause of the incident could not be determined. The issue could be due to a deterioration related to solicitation in use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining the inner rod not to be movable any longer.